Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient with a pre-existing ruptured abdominal aortic aneurysm was treated with gore excluder aaa endoprosthesis featuring c3 delivery system. The aneurysm measured 57mm at the time of treatment. On (B)(6) 2016 the patient exhibited lower left abdominal pain and low back pain. On (B)(6) 2016 a CT image revealed the aneurysm measured 64mm.

Manufacturer narrative:
(B)(4).